Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and ordered for replacement. The boards and connectors were reseated during the service call. The fse reseated the ic chips on system interface pcb and also erased and reloaded all nodes and calibrations. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.